Manufacturer narrative:
.

Event description:
The representative reported that at follow-up, the pump would not communicate with the patient programmer (ptm); there was an inability to interrogate the pump, even when a different ptm was used. The patient reported they had been unable to give themselves a bolus, a few days earlier, inspection revealed the pump appeared to have been implanted deep within the patient; only the edges of the product could be felt. It was unknown if the pump was flipped; an x-ray exam was advised. The representative was able to read the pump with the physician programmer. The drug used in the pump was dilaudid. Additional information has been requested from the physician.